Event description:
While taking x-rays, the unit fell off the wall and hit the pt on the forehead. The pt received a cut on the forehead and was taken to the family practice physician where they applied steri-strips. No other information is available.

Manufacturer narrative:
An evaluation has not been completed. We have requested that the parts be returned, but to date, the parts have not been received.